Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during da vinci-assisted surgical procedure, the tip part of permanent cautery hook instrument was noted to be bent and upon checking, it was found that the tip part was separated. The procedure was completed with no reported injury.

Manufacturer narrative:
Correction - h8 updated to indicate initial use of device. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and found to have a dislodged proximal clevis. The clevis is detached from the main tube. No piece is missing as the hook is still attached. The complaint regarding the tip was found to be separated was confirmed by failure analysis. The probable root cause of the broken instrument main tube and the dislodged proximal clevis is damage sustained during use, which may occur from accidental dropping of the instrument or unintended collisions with other instruments.

Event description:
Refer to h11 for follow-up information.